Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. Nine days prior to the receipt of this report, the patient was hospitalized for the event. Peritoneal dialysis therapy was resumed approximately one week prior to the receipt of this report. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. As the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.